Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 290027mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and six (6) months due to a leaflet tear that led to severe insufficiency. A 26mm transcatheter valve was implanted within the edwards surgical valve. Patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as, but not limited to; wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.